Event description:
In 2008, a company rep reported that the patient discontinued use of the infusion device due to extreme hypoglycemia. The patient's nurse reported that the patient was taken to the emergency room by her husband nineteen days prior, due to hypoglycemia (blood glucose value unk), and she was cramping and foaming at the mouth. The patient was admitted to the intensive care unit for three days from seven days prior to original date, and was then transferred to regular care until five days prior to original date. No further information is available. Product was requested to be returned for evaluation.